Event description:
It was reported that a pt underwent a breast mastopexy and augmentation on (B)(6) 2011 and topical skin adhesive was used. Three weeks following the procedure, the pt developed a severe rash all over her body starting from the site of the topical skin adhesive. The pt was given oral steroids as an outpatient and the response settled down. The pt had allergy testing which had negative results against all allergens. The diagnosis was contact dermatitis. Additional info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.